Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, h6.

Event description:
Patient reported a right side rupture and "pain and distortion." Healthcare professional confirmed right side rupture. Device has been explanted, was not replaced, and discarded. The patient also undergone anterior capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: pain, distortion, rupture.

Event description:
Patient reported a right side rupture and "pain and distortion." Healthcare professional confirmed right side rupture. Device has been explanted.